Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported via medwatch mw5105848 that the cardiac monitor went black and was not transmitting data to the monitor bank. The device alarm was not functioning. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported via medwatch mw5105848 that the cardiac monitor went black and was not transmitting data to the monitor bank. The device alarm was not functioning. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The alleged device was reportedly returned to the manufacturer on 02dec2021. However, the serial number of the device was not provided, despite multiple good faith effort attempts. Therefore, it is not possible to track the returned device. The resolution and conclusion to this case cannot be determined due to a lack of information.